Manufacturer narrative:
The company is attempting to have the unit returned for non-destructive testing. Once this examination is complete, a follow-up report will be submitted.

Event description:
The company was notified on (B)(6) 2016 of an adverse event that occurred on (B)(6) 2016 involving a visionaire 5. Allegedly, there was an electrical event which resulted in the device to become severely melted.